Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device would not release on the fourth firing. The surgeon manually pried the jaws open. The fourth clip remained closed on the tissue and another device was not necessary. There was no adverse consequence to the patient.